Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Reported issue: on (B)(6) 2019, it was reported that the mesh graft 2 was in need of repair for unknown reason. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. This investigation is being completed as a limited investigation as no problem was found with the device. Therefore the complaint history and DHR reviews are not required. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on 20 december 2019 revealed that there were no abnormalities with device as a result of the investigation. A repair was not needed. Probable cause/root cause: the reported event was not confirmed during inspection of the device, and the no abnormalities were noted with the device. Therefore, the root cause could not be determined.the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the stated there was no abnormalities found during inspection. The event occurred during surgery. No harm or delay.